Event description:
Customer called in to report that she had a bravo capsule that failed to attach. The handle on the delivery came apart in the dr's hand. The pt did not suffer from any adverse effect.

Manufacturer narrative:
No pt injury has occurred following this incident.